Event description:
It was reported that the blood glucose monitor was unavailable for use due to a power concern, during a hypoglycemic event. On the morning of (B)(6) 2023 the user successfully tested her blood glucose and received an unknown result. The customer took her normal prescribed dosage of metformin. Later, at an unknown time, the customer began to feel low blood symptoms and attempted to test on her blood glucose device, however it would not power on. The customer then lost consciousness. At an unknown time the customer's daughter found her unconscious and the customer was rushed to the hospital. The blood glucose results obtained at the hospital were unknown, but the customer was admitted into the hospital for hypoglycemia. The hospital treated the customer with serum and intravenous fluids. The customer was hospitalized for two days.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.